Manufacturer narrative:
The device was returned for evaluation. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device.

Event description:
It was reported that the patient was symptomatic due to pacemaker's auto capture feature. The pacemaker was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.